Event description:
The pt was revised due to disassociation. The polyethylene portion of the patella separated from the metal back. The pt was walking in the kitchen and felt a pop. The poly separated from the metal back and was floating in the knee.